Event description:
Additional information was received that the device was explanted and replaced due to elective replacement (eri) which resolved the event.

Event description:
During a remote follow up, oversensing due to crosstalk was observed on the device. No intervention has been performed. The patient was stable.